Event description:
Further information from the manufacturer indicated the patient underwent generator replacement surgery due to end of service of the generator. The explanted generator was returned to the manufacturer and underwent analysis. Analysis confirmed the batter was depleted.

Manufacturer narrative:
Brand name, corrected data: manufacturer's initial report inadvertently listed incorrect brand name. Type of device, corrected data: manufacturer's initial report inadvertently listed incorrect type of device. Model#, corrected data: manufacturer's initial report inadvertently listed incorrect model number. Operator of device, corrected data: manufacturer's initial report inadvertently listed incorrect operator of device.

Event description:
It was reported that the pt's generator could not be interrogated and that it had been nearing end-of-service previously; however, it was not clear if the pt's device or if the physician's hand-held equipment was at fault. The pt was being referred for a replacement surgery as described and covered in MFR report 1644487-2011-02281. Attempts for further info have been unsuccessful to date.